Event description:
During routine follow up, noise resulting in oversensing was observed on the right ventricle (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no consequences. The device will continue to be monitored.